Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation, resistance was met during protective sheath removal. The device was used and during the procedure of the mildly calcified, non-tortuous, 70% stenosed, de novo, mid left superficial femoral artery, after inflation, the armada 35 balloon would not deflate. After several minutes and multiple attempts using an indeflator and syringe, the balloon was successfully deflated and removed from the vessel without reported issue. A different armada balloon was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. The device was inflated and deflated 3 times and deflation times were within specifications. The difficulty removing the protective sheath was not confirmed as it was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.